Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the stem of the ports allegedly had differing lengths as the catheter did not move to the flush position at the port body with the port catheter locking mechanism. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the stem of the ports allegedly had differing lengths as the catheter did not move to the flush position at the port body with the port catheter locking mechanism. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure; the stem of the ports allegedly had differing lengths as the catheter did not move to the flush position at the port body with the port catheter locking mechanism. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, six photos were provided for review. All the photos show the port and the port stem. The highlighted part of the second port has a slight difference in length near the junction of port stem and the port body when compared to the first port stem was noted. The manufacturing site evaluation states that based on the visual evidence provided, the problem reported by different stem length is confirmed, however, the lack of a batch number, product number prevents the review of the manufacturing process, the sample was not returned for evaluation which prevents a thorough evaluation. Therefore, the investigation is inconclusive for the reported difference in port stem lengths issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.